Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Blood glucose was not impacted. A new cartridge was loaded to resolve the issue.